Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Lens was removed/replaced in the initial surgery. All pertinent information available to johnson and johnson vision has been submitted.

Event description:
It was reported that monofocal intraocular lens (model ar40e +22.0 diopter) was removed from patient's operative eye while inserting into eye. Additional information was received and it was learnt that the lens was removed and replaced in the same surgical procedure because of capsular tear and a vitrectomy was required. There was no incision enlargement. No further information provided.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 12/14/2018, device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The ar40e lens was received in its original package. Lens returned cut in two pieces. Loose fibers/particles were observed on lens pieces related the handling of the unit out of a sterile environment. Residues of viscoelastic material was observed on lens pieces. Both haptics was observed distorted. The condition in which the sample returned is consistent with a lens that was implanted and removed. The complaint issue reported could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. No product deficiencies were identified. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.